Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was undergoing transplant surgery, their driveline was pinched between the sternal retractor and the sternum causing wire damage. An electrical fault alarm was emitted and the pump lost power to one of its motors as a result of the event, however, the flows remained stable until the remainder of the procedure. The device will not be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Hw29323 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed one electrical fault alarm of type "0x0080" on (B)(6) 2018 at 16:25:41, confirming the reported event. Following this electrical fault alarm, 4 high watt alarms and 6 low flow alarms were logged as a result of the pump running on a single stator. A second electrical fault alarm was logged on (B)(6) 2018 at 17:44:10 of type "0x6000" indicating power source disconnect and motor failure. These electrical fault alarms are associated with a short in the driveline connector likely due to the wires coming in contact with each other. Following the second electrical fault alarm, 5 low flow alarms were logged and a vad disconnect alarm indicating that the driveline was disconnected from the controller.there is no evidence to suggest that a device malfunction caused or contributed to the reported event. It was stated that the patient was undergoing transplant surgery, and during surgery the driveline was pinched between the sternal retractor and the sternum causing wire damage. Based on the available information, the most likely root cause of these alarms may be attributed to the accidental damage induced to the driveline during transplant surgery.